Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions, a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that treatment plan (movements programmed) could have aggravated the clinical condition; however, the pre-existing clinical condition was the main factor for tooth 2.5 to be extracted. The treating doctor reported that the patient required tooth extraction (permanent impairment to body structure) and the invisalign system aligners were being used, and therefore, this event is being filed as an MDR per 21 cfr 803.

Event description:
The treating doctor reported that the patient had tooth loss (tooth 2.5) and pain. The patient was prescribed with an anti-inflammatory. The treating doctor reported that the patient is continuing the use of the invisalign aligners (submitted warranty request), and the patient is now asymptomatic.